Event description:
A manuscript titled "efficacy of vagus nerve stimulation in intractable epilepsy patients in cyprus" was received by the manufacturer for review. The article discusses efficacy of vns over time, which was analyzed in (B)(4) patients. "Of these patients, one idiopathic, the tuberous sclerosis and one focal epilepsy patient were the ones with the worst outcome, which entailed either 0% change in their seizure frequency or worsening of seizures (focal patient)." Attempts for additional information have been unsuccessful to date regarding the worsening of seizures for the focal patient. The report of one patient who developed an infection is captured in mfg report number: 1644487-2013-00102. The report of one patient who had vns explanted due to dysphagia associated with vns stimulation is captured in mfg report number: 1644487-2013-00103. The reported of the two patients who died of sudden unexpected death in epilepsy (sudep) are captured in mfg report numbers: 1644487-2013-00104 and 1644487-2013-00105. The vns explant due to painful stimulation in the neck is captured in mfg report number: 1644487-2013-00100.

Manufacturer narrative:
Attachments, corrected data: the initial report inadvertently did not include the article.